Event description:
Reporter stated customer was found by his wife unconscious on the floor. The wife treated him with "sugar" and she performed a test measurement on his mobile system. Customer was still in hypoglycaemia while performing the test but the meter showed hi (result > 600 mg/dl). Customer is fine now. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.